Event description:
Litigation papers allege the patient suffered symptoms and damage to his body including but not limited to constant and severe pain in his thighs and groin, popping and clicking sensation when walking and going to and from a sitting position, metallosis damaging the surrounding bone and tissue, other infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity. Update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and pain. Update (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) and doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.